Manufacturer narrative:
Information received from the (B)(4) study indicated that a dissection occurred during implant of a coronary artery stent. The patient's medical history consists of angina, positive functional study for ischemia, previous CABG 14 (B)(6) 2006, family history of coronary artery disease, hyperlipidemia, hypertension, myocardial infarction (B)(6) 2006, diabetes mellitus type ii, past smoking, benign prostatic hyperplasia, erectile dysfunction, depression, chronic low back pain, osteoarthritis, hearing loss, and allergic to: terazosin and penicillin. The indication for the procedure was stable angina. The target lesion was the proximal circumflex artery (cfx). The lesion was described as de novo, heavily calcified and 90% stenosed. The lesion was pre-dilated followed by the implant of a 3.50mm x 18mm cypher stent at 11 atms. According to the database a dissection occurred. The event was treated with the implant of a promus stent, distal and separate from the cypher stent. The event resolved without further sequel and the patient was discharged the following day. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Dissection is a known potential adverse event associated with implanting coronary artery stents and is listed as such in the IFU. Review of the information provided suggests that lesion characteristics (calcified) and /or concomitant devices may have contributed to the reported event since the dissection was distal to the stent, there is a possibility that it may have been caused by the wire. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Complaint conclusion: the complaint received states that the patient suffered a dissection during the index procedure and angina and an mi approximately 16 months post procedure. This is a (B)(6) male with medical history including mi in 2006, CABG in 2006, dyslipidemia, hypertension, diabetes and ex-smoker. The indication for the index procedure was a positive functional study, angina and a 90% stenosis in the proximal lcx. In (B)(6) 2010, the index procedure was performed and one study stent was successfully implanted in the lcx. A second non-study stent was implanted distal to the cypher for treatment of a distal dissection. The core lab reported a 40% residual in-lesion stenosis with no dissection and timi 3 flow. The patient was discharged the following day on dual anti-platelet therapy. In (B)(6) 2011, the patient presented to the ER complaining of weakness, incontinence and falling with thoracic/back pain. Images of the lumbar spine showed a questionable t12 fracture. CT of the brain revealed acute to subacute infarct involving the left parietal lobe and right cerebellar hemisphere. No hemorrhage was noted. MRI of the brain revealed chronic ischemic changes. MRI of the spine revealed a large atypical hemangioma. Ck was 376, the ckmb was 5.9 and the troponin was 0.03. The ECG core lab no new major st-t abnormalities, no q waves and inadequate tracing. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15108204 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
The patient's left ventricular ejection fraction was greater than fifty percent (lvef>50%). The proximal circumflex target lesion was reported to be: de novo, a 90% stenosis, mildly calcified, not tortuous, 18 mm length, and type b2. The lesion was pre-dilated with a 3.0 x 15 mm balloon catheter at 14 atm. A cypher 3.5 x 18 mm stent was implanted at 11 atm. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Addendum: additional information received through cec adjudication minutes indicated that a patient experienced protocol defined non-q wave mi approximately sixteen months post index procedure. As per the physician's admission and history notes, the troponin was 0.03 x 2, the ckmb was 5.8 & 5.9. It was noted that there was "positive troponins, flat." The consult notes indicated that the "ck's were in the range of high 300's and 400's." It was recommended to hold simvastatin. A day later, the ck was 376 (170 unl), the ckmb was 5.90 (5 unl), and the troponin t was 0.03 (0.01 unl). The ECG core lab reported no new major st-t abnormalities, no q waves and inadequate tracing quality due to severe artifact. No cardiac intervention was given. According to the site, the physician does not have enough documents to review the cause of elevation. The event of mi was determined to be related to the study stent as per the adjudication minutes.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and was found to have one-vessel disease and had one target lesion treated during the index procedure. The target lesion for the procedure was the proximal circumflex. The physician deployed a cypher 3.5 x 18 mm stent at eleven atm. At the target lesion and a distal edge dissection was noted. The dissection was treated by implantation of an additional promus 2.5 x 12 mm stent distal and abutting to the cypher stent. The patient was discharged the day after the procedure. Additional information has been requested.